Manufacturer narrative:
One sample was received for evaluation. Visual inspection found no obstructions, damage, breakage, or other defects detected. To conduct functional testing a leak test was performed. Upon testing, the reported problem was unable to be duplicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the disposable leaked through the filter. No patient injury was reported.